Event description:
It was reported that an ilet user received an insulin occlusion alert shortly after an infusion set and tubing change with an inset 23 inch, 6 mm cannula, and experienced hyperglycemia up to 400 mg/dl; the user saw drops from the test tubing and then performed a full supply change, after which glucose decreased to 215 mg/dl. Symptoms included hyperglycemia without reported injury. Outcomes included resolution of the occlusion alert and improvement in glucose following replacement of the infusion set and supplies, with no hospitalization or medical intervention reported. Investigation included troubleshooting and user education by phone. Investigation of this case revealed that the event was consistent with an infusion set occlusion that resolved after replacing the set and supplies, with no device malfunction confirmed. It was concluded that the event was due to an insulin delivery interruption at the infusion set, resolved by supply change, with no further action required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.